Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 105 mg/dl at the time of incident. The customer will be sent a replacement. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to cracked end cap. Unable to confirm compromised force sensor system alarm due to motor error alarm. Pump received with broken belt clip slot, cracked reservoir tube lip, stained keypad overlay, stained end cap sticker and minor scratches on display window noted.